Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the 3 devices were not communicating and patient list was not appearing. A technical support specialist (tss) investigated an issue occurring on multiple stations where the data synchronization service failed to start automatically after reboot. The tss connected to an affected station, reviewed system behavior, and confirmed intermittent data synchronization errors reported by the distributor. The tss verified that the service consistently failed to start after reboot unless launched manually and identified delayed service startup as a contributing factor. Following knowledge article titled bulletin service failing to start. Event ID (B)(6), the tss added the services pipe timeout registry setting and increased the timeout value, then rebooted the station and confirmed that the data synchronization service started automatically. The tss repeated the same configuration on another affected station with successful results, saved supporting system evidence for reference, and noted that a third-party security application could be contributing to the behavior. The tss documented the workaround, initiated a product support engineering consultation for root cause investigation, and relayed guidance that removal of the third-party software or reimaging the station was required to determine whether the issue was caused by unsupported software and confirmed that the issue resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, devices were not communicating, and the patient list was not appearing. However, there were no delays or adverse events or injuries reported based on this event.